Event description:
It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepped; the scrub person took the blue one-way valve off so she could connect the helium drive tubing. As md was inserting iab into the super arrow-flex sheath, resistance was met. As a result, iab and sheath were removed as one unit. Another sheath, this time without a sideport, was inserted and when md began to insert the second iab, he met resistance. This time md pushed harder to get through the resistance and iab was placed in pt. After iab was inserted, pt was taken to the unit. After six to seven hours of pumping, pt expired. Additional information received on 10/22/09, stated that sales representative (sr) and clinical support specialist (css) were in the facility and learned about this incident first hand. As a result of the scrub person's removal of the blue one-way valve, sr and css discussed the proper iab prep per instructions for use. They also reinforced that the one-way valve needs to stay in place until the balloon is in position. It was also suggested that the reason the iab could not be inserted through the sheath was because, the iab began to unwrap due to the removal of the one way valve. On 10/29/09, customer was contacted and rn stated that pt was very ill and did not pass away due to the iab incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.